Event description:
It was reported when using the bd vacutainer® tube glu plh 13x75 4.0 blblce gr tube is pushing off during use. The following information was provided by the initial reporter. The customer stated: bd tubes flying off the non-patient end of the needle in holder including: 367839 - x1 batch 3009574, 367935 - x1 batch 2200184, 367958 - x1 batch 2304762.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® tube glu plh 13x75 4.0 blblce gr tube is pushing off during use. The following information was provided by the initial reporter. The customer stated: bd tubes flying off the non-patient end of the needle in holder including: 367839 - x1 batch 3009574, 367935 - x1 batch 2200184, 367958 - x1 batch 2304762.

Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photos for investigation. Therefore, 100 retentions were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. In addition, 10 retention samples were draw-tested with all weights being within specification limits. No issues with the hemogard closure assembly being loose or separating during or after the draw testing was completed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of tube push-off. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.